Event description:
It was reported that the lead had high impedance and noise. The lead was re-seated in the header and then the following day, the lead integrity alert tripped for non-sustained episodes and noise with high impedance. Pocket manipulation produced varied impedances with noise noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.